Event description:
Additional information received reported it was unknown if there was a 50% or greater reduction in symptoms. The patient reported having multiple seizures that her medication was not controlling. She complained of "vns" (vagus nerve stimulation) not spinal cord stimulator (scs) problems. The issue was reportedly not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a lot of seizures and they affect her short term memory. The patient let her previous implantable neurostimulator (ins) run out twice because she got the battery level icons confused. The patient reportedly had grand mal seizures and had thrown her right shoulder out twice. Before, the patient was having ¿10, 12,15 seizures at a time.¿ the patient ¿wound up breaking the stimulator.¿ the leads moved last (B)(6), which was why they put in the surgical leads. The patient noted that having the surgical leads put in was ¿horrible.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.